Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during use on the home choice (hc). The technical service representative (tsr) advised the home patient (hp) to close the clamps and cycled power. The hp stated they had already disconnected from the hc. The tsr advised the hp to start over with new supplies or complete therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.